Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had a kink in the sheath. The insertion sheath was not inserted into the inside of the artery because the sheath had a kink. The angio-seal device was replaced by another angio-seal device to continue the hemostasis procedure. Hemostasis was successfully achieved. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device. The reported blood loss was less than 250 cc's. Additional information was received on 8/6/18: the procedure before deploying the device was pci (percutaneous coronary intervention).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. The correct manufacturing date is march 5, 2018.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 8/20/18: it was reported that the kink was present during insertion into the patient.